Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® acd-b 1.5 ml blood collection tubes, one tube was cracked and exhibited foreign matter in it. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated a cracked tube and foreign material, with the foreign material appearing to be the spilled additive due to the cracked tube. Upon visual examination of the 100 retained samples, no instances of damaged tubes or foreign material were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: cracked product/component and foreign material unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® acd-b 1.5 ml blood collection tubes, one tube was cracked and exhibited foreign matter in it. No adverse impact was reported regarding the patient or user.